Manufacturer narrative:
Investigation is currently in process. We are anticipating of the returned product and review of the DHR. A follow-up will be submitted when the investigation is completed.

Event description:
It was reported implant loss of osseointegration at tooth location #26. Patient had inflammation at the implant site and the implant was reported moving around and caused discomfort to the patient. Patient bone type ii. Also, the patient was reported that tooth #26 was extracted 9 years ago, and she had a partial placed during that time period.